Manufacturer narrative:
A review of the mfg. Lot build database for the reported ot# 3286571 (mfg. 07/2016) (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. The involved dialysis tubing set-up devices and tego connector devices were discarded. The exact cause(s) of the reported events, product issues are unknown. Device(s) not returned.

Event description:
Int'l. (B)(6) complaint received reporting leakage with use of unspecified dialysis set-up and d1000 tego connectors. It was reported that during dialysis session the attending clinician found the tego connectors were "cracked and leaking". The tego connectors were removed, replaced and discarded. There were no reported patient injuries and/or adverse consequences. Additional event / usage information although requested was not available.